Event description:
It was reported that one day after routine device change-out, the right ventricular (rv) lead triggered a lead integrity alert due to oversensing, high impedance, and multiple non-sustained ventricular tachycardia episodes. The patient received required two shocks to convert the rhythm. It was also noted that the ventricular fibrillation appeared terminal with many short cycles due to a declining heart. The patient was later reported to be in a coma and placed on a ventilator. The patient did not survive and pronounced deceased.

Manufacturer narrative:
Product event summary # product ID# 6945-65. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met, analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: dvbb1d1, implanted: 2013. (B)(4).